Manufacturer narrative:
(B)(4). A device history review was performed with no exceptions found during manufacturing. A service history review revealed no previous service events were related to the reported condition.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a display issue. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with display issues was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the faulty main display. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.